Event description:
Patient was revised on (B)(6) 2015. Poly was broken in half. Patient had good bone quality. Everything else was fine. Patient was 15 years post op of original surgery. Everything else was intact.

Manufacturer narrative:
The reported device was manufactured and distributed by small bone innovation, inc., (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on (B)(4), 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Unknown star mobile bearing 6mm poly implant once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
A review of the DHR was not possible as the lot code on the sliding core was not readable anymore after being implanted for 15 years. The received sliding core was completely fractured in the coronal plane. Fracture of the polyethylene sliding core in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behavior and especially depending on the implant alignment, a polyethylene fracture can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. ¿like other arthroplasty devices in weight bearing joints such as the hip or knee, it is anticipated that the star ankle will have a finite useful life, at which point the prosthesis will require revision or, in certain cases, removal and fusion¿ (1). ¿complications due to the meniscal mobile bearing in tars such as luxation, subluxation, massive wear, and fracture of the pe inlay are rare complications. The cause of these complications is regularly not found in the design of this three-piece total ankle replacement. Causes of failure of the mobile bearing are mostly found in incorrect indication, incorrect soft tissue balancing, incorrect positioning of components, implantation in ankles with hindfoot malalignment and ankle instability¿. (2). The key factor regarding the longevity of the polyethylene sliding core is the correct alignment of the implant components ¿to assure even distribution of forces on the polyethylene liner during gait¿ (3). The tibial and the talar component of the star ankle prosthesis have to be positioned ¿parallel to one another¿. A misalignment (especially greater than 5 degrees) ¿between the tibia and talus will cause increased stress and wear on the polyethylene component, greatly increasing the risk of failure of the polyethylene and loosening of the other components¿ (3). With respect to the available medical data a medical review was not possible. It could therefore not be determined whether the star components had been implanted in alignment respectively if edge / eccentric loading had been applied on the polyethylene sliding core. Based on the above information and referring to that no deviation was found in the manufacturing documents the breakage of the polyethylene sliding core was not related to a deficiency of the device, but was most likely linked to a fatigue fracture. Fatigue fracture of the implants is listed in the IFU as an adverse effect.

Event description:
Patient was revised on (B)(6) 2015. Poly was broken in half. Patient had good bone quality. Everything else was fine. Patient was 15 years post op of original surgery. Everything else was intact.